Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - femur. Multiple MDR reports were filled for this event: 0002648920-2023-00047. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component catalog #: 00598800300, lot #: 64678309; headless trocar drill pin 3.2 mm diameter 75 mm length catalog #: 00590102000 lot #: 64809158; stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog #: 00598801215, lot #: 64036688; stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog #: 00598801215, lot #: 65133553 articular surface with locking screw size yellow/c,d 17 mm height for use with femoral c,d catalog #: 00599403017, lot #: 64614539. Report source: australia. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00473.

Event description:
It was reported patient underwent a revision procedure one years post implantation due to loosening of femur and tibial prosthesis. Attempts to obtain additional information have been made; however, no more is available.